Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, x-rays showed the electrode position was not as expected. It was believed that the electrode had migrated. Technical services discussed performing more accurate x-rays to compare the system placement from at implant to currently. However, the physician could also test sensing in all vectors with different postures and patient movements. If the sensing signals were stable across all postures, the physician could perform a new defibrillation threshold (dft) test and if that was successful, they could continue to monitor the patient and electrode. The local sales representative later reported that the physician revised the electrode. No new dft was done, but a 10 joule commanded shock was delivered and produced an acceptable impedance measurement. No additional adverse patient effects were reported. The electrode remains implanted and in service.